Manufacturer narrative:
A speedband superview super7 device was returned for analysis. A visual examination of the returned device found heavy residue present indicating use/handling. The extension tube was without issue. The suture was intact and attached to the trip wire loop. All seven bands were present on the ligator head and were in proper location. One ligator head tooth was damaged. The trip wire was kinked and was correctly secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, it could not be functionally verified that the bands failed to deploy during the procedure. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle; however, resistance was noted. The ligation band got stuck on the ligator head and failed to deploy. No issues were noted with the device or packaging prior to the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician turned the handle; however, resistance was noted. The ligation band got stuck on the ligator head and failed to deploy. No issues were noted with the device or packaging prior to the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.